Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Force measurements were recorded during ablation that exceeded the recommended values in the tacticath quartz contact force ablation catheter instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturer reference number: 3008452825-2020-00420, 3005334138-2020-00365, 3008452825-2020-00421. During an atrial fibrillation ablation procedure, a pericardial effusion occurred. Access was obtained via transseptal puncture and mapping was completed. Following mapping the ablation catheter was introduced and used to isolate the veins. After ablation the patient reported chest pain and tightness. An echocardiogram confirmed an effusion in the pericardium. Heparin was reversed and a pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott devices.